Manufacturer narrative:
Manufacturer's analysis was not able to confirm the customer comment that the device was extremely slow to load and that the device would overheat and shut down. It was noted, however, that errors were found in the error logs. The device passed final functional and system tests.

Event description:
It was reported that the programmer was extremely slow to load. It was also reported that, after using the programmer for a short time, it would overheat and eventually just shut down. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under section conclusion code(s) and result code(s). Product event summary: manufacturer's analysis was not able to confirm the customer comment that the device was extremely slow to load and that the device would overheat and shut down. It was noted, however, that errors were found in the error logs. The device passed final functional and system tests. The power supply was replaced and software was reloaded and updated as a preventive measure.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.